Event description:
It was reported that a patient experienced a return of pain and stimulation sensation in the right abdomen when stimulation was applied to any electrode on both leads. The patient reported minimal relief on the right side. Fluoroscopy showed the leads were positioned to the right of the midline. Hcp plans to  refer pt for a paddle revision. In the interim, 800/300 programming at sub-paraesthesia settings was being tried. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 13-jan-2026, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6) , ubd: 13-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.